Event description:
The company was made aware of this event through a complaint alleging that multiple replacement mouth guards provided to the patient did not fit appropriately. According to the information available, the patient reported that the most recent device was excessively thick in the molar region and expressed concern that continued use could contribute to temporomandibular joint (tmj) issues. The patient additionally raised concerns regarding the company's quality control processes and referenced prior related reports identified as #mw5115307 and #mw5115308. Upon becoming aware of the complaint, the company conducted an investigation and reviewed available complaint records, manufacturing records, and associated documentation related to the reported devices. Based on the available information, no allegation of permanent injury or confirmed medical intervention was identified within the report. The device associated with the complaint was not returned to the manufacturer; therefore, no physical evaluation or dimensional assessment of the device could be performed. Based on the limited information available, a definitive root cause could not be determined.

Manufacturer narrative:
The device was not returned; therefore, no physical evaluation could be performed. The company conducted a retrospective investigation based on available maude and internal records. Tmj-related adverse events associated with otc mouth guards are known risks identified within the company's risk management activities. Due to limited information and inability to identify the patient, a definitive root cause could not be determined.